Event description:
Tech alleged the head section would not lower electrically or manually. No pt impact reported.

Manufacturer narrative:
Tech verified the voltage at the control coil. Tech cleaned the CPR valve to resolve the issue.